Event description:
Report received - physician is concerned pump is overinfusing, although patient reports no effect from drug. Follow up, with hcp revealed patient is experiencing extereme pain - feels like in withdrawal - getting no effect since pump was replaced. Patient had successful control of pain with old pump that had normal battery depletion. Patient has had to be hospitalized for one week for suicidal symptoms. Pain could not be controlled with oral narcotics and required IV meds per pca pump to achieve control of pain. Hcp did a dye study at the start of the complaints - no anomalies found. Patient's pump residual volumes would indicate pump is overinfusing-last check of residual volume was - expected 15.6 ml actual 13ml. Hcp has not found cause of problem to date. Telemetry strips are under review by engineering. Patient continues to experience pain.